Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted on (B)(6) 2009; dtba1d1 crt-d, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting intermittent undersensing. In addition, the patient¿s right atrial (ra) lead exhibited undersensing during an episode of ventricular fibrillation (vf). Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.